Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transmission was sent due to the patient feeling weakness. The right ventricular (rv) lead exhibited chronically high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.